Event description:
It was reported that the stent fractured requiring surgical intervention. This eluvia drug-eluting vascular stent system 7x100, 130 cm was selected for use in a percutaneous transluminal angioplasty procedure. During the procedure, while the stent was being released it fractured. The procedure was changed to a surgical procedure to remove the fractured portion of the stent. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this eluvia drug-eluting vascular stent system was visually examined. This revealed a kink to the outer sheath at the nosecone, and 27.8cm from the nosecone. The inner liner was kinked 8.8cm from the tip. The pull rack was separated 16mm from the handle, and the proximal section of the pull rack was not returned for analysis. The stent was returned in three pieces; measuring 22mm, 7mm, and 4mm. The rest of the stent was not returned for analysis. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the stent fracture.

Event description:
It was reported that the stent fractured requiring surgical intervention. This eluvia drug-eluting vascular stent system 7x100, 130 cm was selected for use in a percutaneous transluminal angioplasty procedure. During the procedure, while the stent was being released it fractured. The procedure was changed to a surgical procedure to remove the fractured portion of the stent. There were no patient complications. It was further reported that the 50% stenosed lesion was mildly calcified.

Event description:
It was reported that the stent fractured requiring surgical intervention. This eluvia drug-eluting vascular stent system 7x100, 130 cm was selected for use in a percutaneous transluminal angioplasty procedure. During the procedure, while the stent was being released it fractured. The procedure was changed to a surgical procedure to remove the fractured portion of the stent. There were no patient complications. It was further reported that the 50% stenosed lesion was mildly calcified.